Manufacturer narrative:
The MFR technical service engineer (tse) assisted the user facility in the troubleshooting the event over the phone. The user facility is awaiting a replacement part. Investigation is ongoing. A supplemental report will be filed upon completion of the investigation. (B)(4).

Event description:
A report from the USA indicated that the power supply on the device had a burnt odor and the component appeared to be burnt upon removal of the power supply. There was no pt involvement.